Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4) , compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed

Event description:
The central venous access device is inserted into patient for ongoing therapy. While in use the device split between plastic tubing and hub causing a leak. The PICC was removed and discarded.